Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31264843l and no internal action related to the complaint was found during the review if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a qdot micro¿ catheter and the patient experienced a cardiac perforation that required pericardiocentesis and surgical intervention. There was a sudden drop in blood pressure in the patient. The pericardial effusion was confirmed by ultrasound. The medical intervention provided was a pericardiocentesis. The patient was in stable condition and was transferred to the operating room (or) for surgical intervention. Additional information was received. The physician¿s opinion on the cause of this adverse event was the procedure. There was a perforation at the top of the ostium of the left pulmonary vein. Intervention included heart surgery - pericardiocentesis and surgery to sew back together the hole that was created. Patient has fully recovered but required prolonged hospitalization. Transseptal puncture was performed with a baylis energy needle. The adverse event was discovered during use of the biosense webster products. Ablation was performed prior to noting the pericardial effusion. The event occurred during the ablation phase. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.